Event description:
The physician was trialing a sample ansel with a pt. Upon removing the ansel from the pt, the sheath split into three pieces, leaving a portion of the ansel in the pt. The physician had to make a slight cut down on the pt to remove the sheath. It was a scarred groin so the physician thought that may have caused the problem. No harm to the pt was reported.

Manufacturer narrative:
Catalog #-kcfw-6.0-18/38-45-rb-anl0-hc. Expiration - unk as lot is unk. (B) (4). MFR date unk as lot is unk. The device was received in a damaged condition. Each device is inspected 100% during the mfg process, ensuring the correct inside diameter and the outside diameter of the tubing. The device is also inspected to verify the surface is free of defects. A final inspection is performed again, prior to packaging and transport, ensuring the integrity of the device, and confirming an open lumen. In addition, the instructions for use (IFU) cautions the end user that all catheters and instructions used with this introducer should move freely through the value and sheath. Separation of the sheath may result when the fit is tight. Damage to the returned device is so severe that accurate verification of the sheath inner diameter was not possible. However, it is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present. Additionally, iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0 french and larger, which has been verified through design verification testing. We are continuing our monitoring of similar complaints and the appropriate inner company personnel have been notified.